Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly and that the pump "would not charge all the way". Additionally, the touch screen was reportedly scratched. There was no reported adverse impact to the customer. No additional information was provided. Multiple contact attempts were made by tandem technical support to obtain further information regarding the issue; however, no additional information could be obtained.